Manufacturer narrative:
Device evaluation is anticipated upon return from customer.

Event description:
It was reported by the sales rep that during a mini-avr procedure. The proplege coronary sinus catheter pr9 catheter was prepped according to the IFU. They "placed the 1st device in the coronary sinus but was unable to monitor coronary sinus pressure." They removed the 1st device and prepped a 2nd device. The "2nd device was placed in coronary sinus without incident and was able to monitory coronary sinus pressure immediately and throughout the case. No patient adverse events."

Manufacturer narrative:
The device was evaluation and there was no defect noted. The product conforms to specification. The catheter was visually inspected and no visual defects were found on the catheter. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as normal when the thumb switch is moved through its various positions. This includes a cardioplegia / pressure lumen patency to test that the pressure monitoring lumen measures pressure accurately within the designed spec. Device passed all tests. The root cause of the reported inability to monitor pressure is indeterminable. The returned product functioned per design and no manufacturing defects were found and no corrective action is necessary. The IFU contains the appropriate instructions on how to use the device safely. No lot history review was performed because the lot number is unknown. Trends will continue to be monitored through the edwards quality system.